Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed because the receiver would not boot up; therefore the data log could not be downloaded. A pairing test was unable to be performed due to the perpetual rebooting. The receiver case was opened to download data log directly from the ui pcba board. The reported event of loss of connection was confirmed during log review. A root cause could not be determined.